Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an hms plus instrument with two hpt cartridges, it was reported that they did not pass the control test. The cartridges were replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that quality control (qc) tests were performed on both cartridges on the same day and at the same time but not with a patient but with liquid qcs. There were no errors displayed. The tests all continued beyond 249 seconds without ever stopping. The cartridges were examined and everything was done correctly, nothing abnormal. The needle was primed prior to instrument dispense. In addition, the customer also used another batch of liquid qc in case it was the liquid qc that was missing and the result was the same, the test continued well beyond 249 seconds.

Manufacturer narrative:
B5: medtronic received additional information from the service team confirming that the issue was related to the cartridges; therefore, there is no allegation against the hms plus instrument and no request for the instrument to be serviced or repaired. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.